Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report # (B)(4). We received a used connector. 1. Visual inspection: no abnormality was found. 2. Functional test: catheter tensile strength test: catheter was connected with catheter connector and determined the strength. Result: 11.1 n (spec>11n). The tensile strength of catheter + catheter connector are within specification. 3. Other tests: when the unused catheter was connected to the received sample of the connector, catheter was able to be inserted without resistance. End of catheter was able to be inserted up to marking area into catheter connector and could lock tightly. We confirmed the inserted catheter was not able to be removed easily. Result: catheter was able to be inserted catheter connector. Compared with used one, there is no difference the insertion point. 4. Justification: this complaint is not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4).

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): catheter detached. A case of catheter withdrawal has been reported.